Event description:
It was reported to boston scientific corporation in 2006, that a polyflex esophageal stent was used during an esophageal stenting of a mallory weiss tear procedure performed the same day (female patient; age and weight are unknown). According to the complainant, prior to deployment the physician noticed that the stent was "creased." Using the tip of the endoscope, the physician was able to smooth out the crease. The physician noted that during this manipulation bleeding was visible on the endoscopic image indicating the possible presence of a perforation. A visual examination of the stent and esophagus post deployment concluded that no perforation existed. Procedure completed with same polyflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Manufacturer narrative:
Was not selected should be other serious (important medical events).